Event description:
When the dentist tried to activate the prompt l-pop blister package by squeezing the cushion, the blister burst and the material spurted into the assistant's eye. The assistant was seen by an opthalmologist who could not detect a damage of the eye.